Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that two rods were broken. The patient underwent a revision procedure to remove and replace the broken rods.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod fracture; surface damage and smearing is noted. Visual and microscopic examination identified mas set screw witness marks on rod surface, near to the area of crack origination. Microscopic fracture surface examination identified initial sub-critical overload at the area of crack initiation. This is followed by convex striations emanating away from the crack initiation area, which suggests cyclic fatigue as identified by the fairly flat morphology of the fracture until complete fracture of the implant. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.